Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general),") in a 31-year-old female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2005 to 2010. Concurrent conditions included blood pressure high, uterine myomatosis (largest measures 2.0cm) and ovarian cyst. Concomitant products included bisoprolol since 2016 and zolpidem since 1998. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram (hsg) showed total bilateral occlusion-everything went fine. On (B)(6) 2010, pelvic ultrasound and hysterosalpingogram, post essure was performed. Bilateral tubal occlusion, post essure, multiple myoma largest measures 2.0cm, bilateral ovarian cysts and pregnancy test was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Events: depression and anxiety were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general),") in a 31-year-old female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2005 to 2010. Concurrent conditions included blood pressure high, uterine myomatosis (largest measures 2.0cm) and ovarian cyst. Concomitant products included bisoprolol since 2016 and zolpidem since 1998. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered back pain, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram (hsg) showed total bilateral occlusion-everything went fine. On (B)(6) 2010, pelvic ultrasound and hysterosalpingogram, post essure was performed. Bilateral tubal occlusion, post essure, multiple myoma largest measures 2.0cm, bilateral ovarian cysts and pregnancy test was negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Entry of FDA codes, addition of ptc global number reference, addition of batch information(exp and manufacture dates). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general),") in a 31-year-old female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2005 to 2010. Concurrent conditions included blood pressure high, uterine myomatosis (largest measures 2.0cm) and ovarian cyst. Concomitant products included bisoprolol since 2016 and zolpidem since 1998. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the menstrual disorder outcome was unknown. The reporter considered back pain, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram (hsg) showed total bilateral occlusion-everything went fine. On (B)(6) 2010, pelvic ultrasound and hysterosalpingogram, post essure was performed. Bilateral tubal occlusion, post essure, multiple myoma largest measures 2.0cm, bilateral ovarian cysts and pregnancy test was negative. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs received. Events genital bleeding and lower back pain added from pfs. Historical and concomitant conditions added. Essure lot number provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 31-year-old female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension. On (B)(6) 2010, pelvic ultrasound and hysterosalpingogram, post essure was performed. Bilateral tubal occlusion, post essure, multiple myoma largest measures 2.0cm, bilateral ovarian cysts and pregnant on (B)(6) 2010, hysterosalpingogram (hsg) showed total bilateral occlusion-everything went fine test was negative. Previously administered products included for migraine: acetaminophen; for pain: acetaminophen-hydrocodone; for contraception: mirena from 2005 to 2010; for an unreported indication: naproxen. Concurrent conditions included blood pressure high, uterine myomatosis (largest measures 2.0cm), ovarian cyst, hypertension, pap smear abnormal, migraine, headache, insomnia disorder, leiomyoma of uterus, unspecified, lower abdominal pain, drug allergy, hemostasis, chronic cervicitis, squamous cell metaplasia, adenoma and paratubal cyst. Concomitant products included bisoprolol since 2016 and zolpidem since 1998. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), post procedural complication ("post removal complications-yes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain and abdominal pain had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menstrual disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: she received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 31-year-old female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension. On (B)(6) 2010, pelvic ultrasound and hysterosalpingogram, post essure was performed. Bilateral tubal occlusion, post essure, multiple myoma largest measures 2.0cm, bilateral ovarian cysts and pregna * on (B)(6) 2010, hysterosalpingogram (hsg) showed total bilateral occlusion-everything went finency test was negative. Previously administered products included for migraine: acetaminophen; for pain: acetaminophen-hydrocodone; for contraception: mirena from 2005 to 2010; for an unreported indication: naproxen. Concurrent conditions included blood pressure high, uterine myomatosis (largest measures 2.0cm), ovarian cyst, hypertension, pap smear abnormal, migraine, headache, insomnia disorder, leiomyoma of uterus, unspecified, lower abdominal pain, drug allergy, hemostasis, chronic cervicitis, squamous cell metaplasia, adenoma and paratubal cyst. Concomitant products included bisoprolol since 2016 and zolpidem since 1998. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), post procedural complication ("post removal complications-yes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain and abdominal pain had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menstrual disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: she received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 31-year-old female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension. On (B)(6)2010, pelvic ultrasound and hysterosalpingogram, post essure was performed. Bilateral tubal occlusion, post essure, multiple myoma largest measures 2.0cm, bilateral ovarian cysts and pregna * on(B)(6)2010, hysterosalpingogram (hsg) showed total bilateral occlusion-everything went finency test was negative. Previously administered products included for migraine: acetaminophen; for pain: acetaminophen-hydrocodone; for contraception: mirena from 2005 to 2010; for an unreported indication: naproxen. Concurrent conditions included blood pressure high, uterine myomatosis (largest measures 2.0cm), ovarian cyst, hypertension, pap smear abnormal, migraine, headache, insomnia disorder, leiomyoma of uterus, unspecified, lower abdominal pain, drug allergy, hemostasis, chronic cervicitis, squamous cell metaplasia, adenoma and paratubal cyst. Concomitant products included bisoprolol since 2016 and zolpidem since 1998. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general),"). On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), post procedural complication ("post removal complications-yes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain and abdominal pain had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menstrual disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: she received treatment for events pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet: received. Added event post procedural complication and abdominal pain. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.